Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned they experienced that the ins "zapped the heck out of them," like sticking the finger ina wall socket" when lying on hard surfaces since "day 1" . Pt said the issue had been getting worse now that their neuropathy was getting worse and the pt had to turn up and down their settings to deal with the pain from the neuropathy. Pt said they used to never adjust their settings, but now they had to adjust their settings all the time because they had chronic pain in their foot, especially their big toe on their left foot. Pt said they could "feel the therapy all the time" because they had the settings up so high. Pt said they had met with manufacturer representative (rep) awhile ago, and the rep adjusted the therapy so "it was good," but now that the pt's neuropathy had gotten worse, the therapy did not feel like it was working so much anymore. Pt said another rep had adjusted them in the past, but this re p's adjustment was "not good enough" and pt felt the ins may be doing all it could do to help the pain. Pt said they had met with a third rep at some point in time and this rep adjusted the therapy and "it was great." Pt said the therapy was "not doing what it used to do." Pt said they had "stabbing pains coming through." Pt said they had a meeting with their hcp tomorrow and would invite their rep to this appointment. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called and repeated previously documented information regarding the feeling of being 'zapped' and said the issue had always been present. Pt also noted they thought their implant settings would change themselves ever since they got the implant, but felt their reps thought pt had been making adjustments without realizing it which caused the "zapping" to happen. Pt also noted stim would turn on/off on it's own, sometimes jumping up at high as 3.8-5.0 and they've been trying to keep at 0.6 so they don't get zapped. Pt said they also got zapped when standing/walking. The other day they were laying under their truck and a zap occurred; it was so bad that they couldn't breathe and was a "full blown electrical shock." Pt noted they couldn't lay on their back to sleep because of this, and could only lay on their left side due to surgery that had been done in the past on their neck/shoulder. Pt said the intensity was bad. Pt noted their neuropathy was in their hands and feet; their implant wasn't programmed to stim in their hands, but they felt as though it did, and noted numbness from their feet to their knees (agent understood due to stim settings). Pt said they were told their leads would need to be adjusted if they wanted 'better penetration' into their feet for the neuropathy they experience there. Pt said they are in pain all the time and stick lidocaine patches on their body for some relief. Pt said they now worried for the last 2-3 weeks that the implant may be "breaking down" due to the settings continuing to change on their own and zapping them. Agent redirected pt to their healthcare provider/reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that no actions were taken to resolve the issue that they were aware of. The issue was not resolved that they were aware of.